Event description:
"Tibial lengthening over intramedullary nails". Author: r. D. Burghardt et al., the purpose of this study was to compare the results and complications of tibial lengthening over an intramedullary nail with treatment using the traditional ilizarov method, 17 patients underwent 19 ilizarov tibial lengthenings. It was documented on the paper that the 17 patients developed superficial pin infections and were treated successfully with cefazolin.

Manufacturer narrative:
The manufacturer has identified that this event was already reported, and this is consider a duplicate submission of report number 1020279-2020-01619.